Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06dec2019.

Event description:
It was reported that the ventilator had intermittent issue with tidal volume. There was no patient involvement. The service engineer (se) inspected the device. The se performed external and internal visual inspection on the v60, checked for loose wires, tubing and everything was connected. Attached patient circuit with test lung powered ventilator on and customer reported problem could not be duplicated. The se performed performance testing and all tests passed.